Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with infusion set's adhesive on (B)(6)2024. The patient reported infusion set fell off during use. The infusion set was in use for 1 day. The patient replaced infusion set and resumed insulin successfully. No further information available